Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that the patient had been hospitalized on (B)(6) 2012 with a diagnosis of dka. The reporter was unable to provide any details about the (B)(6) 2012 hospitalization. On (B)(6) 2012, the patient was found unresponsive and transported to the emergency room. A few hours after admission, the patient's blood glucose level was 450 mg/dl. The patient was admitted to ICU and treated intravenously with fluids and insulin. The reporter claimed the pump had not delivered bolus doses of insulin to the patient as programmed. Troubleshooting and a review of the pump history showed several days between (B)(6) 2012 for which there were zero units bolus doses delivered. The pump history recorded only basal doses given. The reporter claimed that the patient had indeed taken insulin bolus doses during those days, as the patient ate frequent meals. The issue was not resolved. The patient allegedly suffered symptoms suggesting severe hyperglycemia and was hospitalized in dka after he allegedly did not receive insulin boluses on several days while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the bolus history shows no boluses were programmed or delivered on (B)(6) 2012. The pump histories show the last bolus was delivered on (B)(6) 2012 at 09:16 and the last basal delivery was on (B)(6) 2012 at 20:21. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10unit bolus and 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.